Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance was unknown. The most likely cause of this issue was unknown. No further action was being taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the manufacturer representative met with the patient for a proactive device check. There was an impedance on electrode 1 >4000. The patient reported that they had noticed some loss of relief over the last 6 months. The patient came in on program 1 and reported no falls or abnormal stimulation sensation. The rep programmed around electrode 1.